Event description:
It was reported that there was redness around the pump site. The physician suggested applying lotion and keeping clothing away from the site. The pump began protruding and eroding through the skin. It was felt that there was a superficial infection. The patient is a quadriplegic and in a wheelchair; the pump was located in the abdomen as posterior placement was not possible. The pocket was revised; the pump was moved superior to the existing pocket. This was done through the existing pocket so reprogramming and catheter relocation were not done. Cultures were obtained and the results are unknown. The pump contained baclofen. Further information is being requested from the hcp.